Manufacturer narrative:
This was not a product issue. Filing report due to injury. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Customer drove into a landscapers trailer while driving, damaging the scooter.

Manufacturer narrative:
The device was was returned for evaluation. However, the device was damaged and therefore no conclusions could be drawn.

Event description:
Customer drove into a landscapers trailer while driving, damaging the scooter.